Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
Per (B)(6), patient reported that a powerpicc was inserted in their left arm in (B)(6) 2016 for IV antibiotic treatment. Patient was unsure if the power PICC was in the vein, and felt that the antibiotics may not have been infusing. They also reported that there was no blood return, swelling experienced from the antibiotics and discomfort when the powerpicc was used. Patient stated that an x-ray was done and the nurses decided to continue using the powerpicc. (B)(6) advised patient to reach out to their physician.